Manufacturer narrative:
Occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via right internal jugular vein due to history of deep vein thrombosis (dvt) and scheduled for knee replacements. Patient is alleging ¿filter in place more than 90 days, too risky to attempt retrieval, future perforation and fracture are likely and dvt post filter placement.¿ patient further alleges, ¿difficulty walking due to swelling of lower legs. Fear of future perforation and more dvt.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 patient code(s): fatigue (1849) and sleep disturbances (2517) were added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Filter in place more than 90 days; too risky to attempt retrieval; future perforation and fracture are likely; dvt post filter placement; difficulty walking due to swelling of lower legs; fear of future perforation and more dvt. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported filter in place more than 90 days; too risky to attempt retrieval; future perforation and fracture are likely; difficulty walking due to swelling of lower legs; fear of future perforation and more dvt are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 9 devices were manufactured in the reported lot. To date no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.